Event description:
See also MFR report 6000032200904836. It was reported that the devices were replaced for normal battery depletion and were returned for disposal only.

Manufacturer narrative:
(B) (4). Final device analysis revealed a reliability non-conformance. The #0 feedthrough wire was lifted; lifted bond wire.